Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies. The s-curve hump height was measured within specifications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a procedure to replace a competitive lead due to capture threshold issues. During implant, the abbott left ventricular lead was placed in the coronary sinus next to the existing competitive lead. Capture thresholds were high via the abbott lead in all vectors. Adequate thresholds were obtained on the existing competitive lead in a different configuration. The abbott lead was removed and the existing competitive lead remained implanted. The patient was discharged home on the same day.